Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received results of 289 mg/dl and 135 mg/dl within 10 minutes on the active s system. Customer states she had tangerine juice on her fingers when she tested 289 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.